Event description:
It was reported that this pacemaker was suspected to exhibit undersensing. Boston scientific technical services (ts) discussed how there is sensor driven atrial pacing with a ventricular event happening at almost the same time in the blanking period. The patient experienced frequent premature ventricular contractions (pvc) resetting the timing cycle and atrial pacing was delivered. Ts recommended to bring the patient in to perform reprogramming changes. No adverse patient effects were reported. At this time, this device remains in service.